Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection, using the naked eye, was performed with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed and no issues were observed. The reported condition was not verified; the device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unknown location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.